Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Explant date not provided, device noted as replaced. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, one crack opening and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one crack opening, partial delamination of valve and one opening crease smooth. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening. One opening crack assessed as cracked valve seat diaphragm valve. Partial delamination of valve assessed as cohesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.